Event description:
It was reported they had issues with placing the stents in a couple of patients. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).